Event description:
It was reported that the vns pt was experiencing left sided vocal cord paralysis following initial implant. The pt's vns stimulation had been turned on immediately after surgery. The pt's vns has now been disabled. The vocal cord paralysis is believed to be related to vns surgery. The pt does not have a medical history of similar events. The physician has stated that the pt's voice is improving. It is unk if the pt's stimulation has been re-enabled. Diagnostics for the pt's vns were requested but not provided.